Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was performed due to infection. A 3x13 cs poly was exchanged for a 3x16 cs poly. Rep reported that no further information will be available.